Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30932258l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered a cardiac tamponade (CT) requiring a pericardiocentesis. It was reported that during mapping of the left atrial by pentaray nav sh, it was confirmed that the blood pressure decreased. Timing was fifteen minutes after the access to the left atrium with smart touch sf catheter. Pericardial drainage was performed. The procedure was terminated. Ablation was not performed before pericardial effusion (pe) or tamponade was confirmed. Ablation was not conducted; therefore, steam pop was not confirmed. Irrigation catheter¿s flow rate setting was within the recommended range. Progress reported was that pericardial drainage was performed, blood pressure restored. As a precaution, the case was terminated. The physician assessment of the health hazard was non-serious (moderate/minor). Method of contact force (cf) monitoring was dashboard; vector; visitag. Coloring settings for visitag was tag index. There were no abnormalities observed prior to and during use of the product. The patient medical history and concomitant diseases were reported as none. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician commented that the cardiac tamponade might have occurred during transseptal puncture or insertion of a cs catheter of another company. The physician also commented that it was unlikely to be caused by biosense webster products and there was no causal relationship. Outcome of the adverse event was fully recovered. Transseptal puncture was performed with a radiofrequency (rf) needle. The event occurred during the mapping phase. Irrigated catheter was used in the event, the flow setting was during ablation: up to 30w: 8ml/min, over 31w: 15ml/min. No error message was observed during the procedure. The patient did not require extended hospitalization.